Manufacturer narrative:
(B)(4). The site has indicated that the incident sample was discarded. Additional questions in regard to the incident have been asked. If additional pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not reopen while applied to tissue. The surgeon removed the device from the tissue by pulling on it, and as a result some tissue was slightly torn. The patient was not injured, and a second device from the same lot number was opened and used to complete the procedure without further incident.